Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. There was a single image of the bm3d provided for review as part of the investigation. The image was not a procedural angiographic image file but was taken via smartphone. The site provided feedback that the angiographic images of the case would not be made available. The angiographic images are crucial to determining the presence of a stent fracture, as they provide a thorough view of the stent including images with multiple angles. In the case where a single image was provided via a smartphone, the investigation was unable to completely determine the condition of the bm3d device. The image provided showed the bm3d stent in the patient's left distal sfa. The image showed stent pattern distortion in the distal segment. The complaint image did not display full separation of stent crowns but did display a slight separation between the struts of adjacent stent crowns. The degree of separation shown in the image was potentially the result of a type 1 stent fracture, but this cannot be fully determined, and a stent fracture could not be confirmed. The root cause of the noted stent distortion was unknown. It was noted in the feedback that no issues were experienced during its deployment, and that the bm3d stent did not display any distortion following its release from the delivery system. Since angiographic images of the deployment procedure were not provided to the investigation, the condition of the complaint device after its deployment cannot be fully confirmed. The complaint categorised the complaint as a "distorted stent pattern". The cause category assigned was "insufficient information". The reported complaint was not related to a deficiency of the device. Sections b.5., d.4., d.6a, g.1., g.6., h.1., h.6. And h.10. Have been updated.

Event description:
On (B)(6) 2020, a physician attempted to treat a lesion in the distal superficial femoral artery (sfa) of a patient's left leg with a 6.0 x 150 mm biomimics 3d (bm3d) device. The patient anatomy was noted as having occlusion in the iliac artery, as well as vessel calcification in both the iliac and femoral arteries. It was noted that the patient anatomy also had slight vessel tortuosity. A contralateral approach was taken, using a 6 fr 65 cm terumo access sheath and a terumo hydrophilic stiff 0.035" guidewire. Prior to use of the bm3d device, the physician prepared the target location via balloon angioplasty using a 6mm balloon. No issues were noted during advancement of the bm3d device to the target site. At this point, the physician successfully deployed the stent without experiencing any issues or resistance. It was noted that the stent did not display any distortion following its release from the delivery system and that a satisfactory result was achieved. Post-dilation was not performed following deployment. On (B)(6) 2023, during a follow up with the patient, a potential stent fracture was identified. The site reported the potential fracture to be a type 1 fracture (single strut fracture), and that it had occurred at the distal segment of the stent. Following the identification of the potential stent fracture, the physician performed balloon angioplasty and then deployed a 5.5 x 100 mm supera stent. It was noted that the patient has not experienced any adverse effects as a result of this complaint.

Event description:
On the (B)(6) 2023, it was reported via one of veryan's distributors, that a biomimics 3d (bm3d) stent had broken/fractured. The fracture was identified during the patient's follow-up. The patient outcome has not been reported. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. Any additional information received by veryan in relation to to this event will be provided in a follow-up supplemental report.